Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via literature article entitled: curved cutter stapler vs. Linear stapler in rectal cancer. Surgery: a pilot prospective randomized study. Author : won-suk lee , woo yong lee , ho-kyung chun , seong hyeon yun , yong beom cho , hae-ran yun, citation: int j colorectal dis (2009) 24:1327¿1332; doi 10.1007/s00384-009-0771-6. The study aimed to compare the safety and technical accessibility of linear stapler and curved cutter stapler (ccs during mid to low rectal cancer surgery. Between apr2006 and nov2006, 60 patients with mid to low rectal adenocarcinoma underwent low anterior resection and were randomly assigned to either linear staplers (n=30; n=21 male and n=9 female; mean age sd of 60.1±11.8 years) or contour curved cutter stapler (ccs) (n=30; n=20 male and n=10 female; mean age sd of 54.9±11.4 years). All patients underwent straight end-to-end anastomosis. The circular stapler (cdh 29mm - ethicon) was inserted transanally and fired. In ccs group, distal rectum was secured using ccs. Postoperatively in ccs group, complications included spontaneous anastomotic bleeding (n=3), positive bacterial culture (n=1), interperitoneal leakage following dehiscence of anastomosis (n=3), vaginal pinching/entrapment of vagina (n=3) and wound complication (n=5). In linear stapler group, complications included anastomotic bleeding (n=3), positive bacterial culture (n=6), anastomotic leakage (n=2) and wound complication (n=5). It is difficult to determine whether the stapling device itself or other confounding variables contributed to the leakage. In this study, both the ccs and linear staplers were satisfactory devices for securing the distal rectum during low anterior resection in mid to low rectal cancers.